Event description:
It was reported that a patient underwent insertion of a femoral nail on (B)(6) 2014. During the procedure, the driving cap became incarcerated in the canal. While striking the driving cap, it broke in the insertion handle due to the large thickness of the femoral cortex. This event occurred again with a different driving cap and insertion handle. There was no patient harm and no delay in surgery. The assemblies were disassembled and the femoral nail was inserted successfully. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed. No nonconformance reports were generated during production. The following anomalies were detected during device history record review: "position diameter 16" and "position diameter 7.8": only the measure for five pieces are recorded. Relevance to complaint condition of insufficient sample size for "position diameter 16" and "position diameter 7.8" cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Product investigation summary: one of each of the following device(s) was received: driving cap (part # 03.010.523 / lot # 8751011 / mfg. Date: 04/2014). Driving cap (part # 03.010.523 / lot # 8751016 / mfg. Date: 02/2014). The returned devices show signs of regular use during their lifespans. The distal threaded portions of the driving caps have sheared off and are stuck in each aiming arm. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The associated drawing for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The instrument(s) are used during femoral and tibial nail implantations and proper use and maintenance are addressed in the technique guides. The returned devices are multi use and are used for implanted nails. The complaint condition was most likely caused by the method of use rather than the design of the instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.